Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced hyperglycemia. Blood glucose level was 451 mg/dl the customer was not in the auto mode. Customer treated with bolus for their high blood glucose. Insulin pump is expected to return for analysis.